Manufacturer narrative:
This case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pain that she had to eat several pain killers daily/ strong pain that sometimes she thought she will die') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2016, the patient experienced dermal cyst ("cysts on panty line / groin area started while having essure, some biweekly, some pops some not, hurt so much"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("strong lower abdominal pain"), back pain ("strong pain in lower back"), pain ("huges aches after removal for nearly 2 years"), abdominal distension ("explosiveness"), coeliac disease ("celiac disease"), gastrointestinal disorder ("abdominal problems"), arthralgia ("strong pain in hip"), swelling ("heavy swelling"), immunodeficiency ("poor immune system") and personality disorder ("introvertness") and was found to have herpes simplex test positive ("got just now diagnosed hsv2 (herpes)"). The patient was treated with iron, zinc and surgery (hysterectomy and fallopian tubes removal). Essure was removed in 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, abdominal distension, gastrointestinal disorder, arthralgia, swelling, herpes simplex test positive, immunodeficiency and personality disorder outcome was unknown, the pain had resolved and the dermal cyst and coeliac disease had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, coeliac disease, dermal cyst, gastrointestinal disorder, herpes simplex test positive, immunodeficiency, pain, pelvic pain, personality disorder and swelling to be related to essure. The reporter commented: three months after insertion the patient had a control visit and everything was fine. Her symptoms started a couple of weeks later. Nine months after insertion hysterectomy and fallopian tubes removal were performed due to her symptoms. When she woke up after operation she felt she was herself again. Most of the symptoms disappeared after essure removal but for example celiac disease remains. Further information is not available, the reporter´s contact details not available. Batch and sample are not available. Diagnostic results (normal ranges are provided in parenthesis if available): microbiology test - in 2019: human herpes virus 2 test positive. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pain that she had to eat several pain killers daily/ strong pain that sometimes she thought she will die') and coeliac disease ('celiac disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong pain in lower back"), arthralgia ("strong pain in hip"), abdominal pain lower ("strong lower abdominal pain"), coeliac disease (seriousness criterion medically significant), gastrointestinal disorder ("abdominal problems"), abdominal distension ("explosiveness"), swelling ("heavy swelling"), personality disorder ("introverted") and pain ("huges aches after removal for nearly 2 years"). The patient was treated with iron, zinc and surgery (hysterectomy and fallopian tubes removal). Essure was removed in 2016. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal pain lower, gastrointestinal disorder, abdominal distension, swelling and personality disorder outcome was unknown, the coeliac disease had not resolved and the pain had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, coeliac disease, gastrointestinal disorder, pain, pelvic pain, personality disorder and swelling to be related to essure. The reporter commented: three months after insertion the patient had a control visit and everything was fine. Her symptoms started a couple of weeks later. Nine months after insertion hysterectomy and fallopian tubes removal were performed due to her symptoms. When she woke up after operation she felt she was herself again. Most of the symptoms disappeared after essure removal but for example celiac disease remains. Further information is not available, the reporter´s contact details not available. Batch and sample are not available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: 2 reporters, treatment, event "huges aches after removal for nearly 2 years" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pain that she had to eat several pain killers daily/ strong pain that sometimes she thought she will die') and coeliac disease ('celiac disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2016, the patient experienced dermal cyst ("cysts on panty line / groin area started while having essure, come biweekly, come pops some not, hurt so much"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong pain in lower back"), arthralgia ("strong pain in hip"), abdominal pain lower ("strong lower abdominal pain"), coeliac disease (seriousness criterion medically significant), gastrointestinal disorder ("abdominal problems"), abdominal distension ("explosiveness"), swelling ("heavy swelling"), personality disorder ("introvertness"), pain ("huge aches after removal for nearly 2 years") and immune system disorder ("poor immune system") and was found to have herpes simplex test positive ("got just now diagnosed hsv2 (herpes)"). The patient was treated with iron, zinc and surgery (hysterectomy and fallopian tubes removal). Essure was removed in 2016. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal pain lower, gastrointestinal disorder, abdominal distension, swelling, personality disorder and immune system disorder outcome was unknown, the dermal cyst and coeliac disease had not resolved and the pain had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, coeliac disease, dermal cyst, gastrointestinal disorder, herpes simplex test positive, immune system disorder, pain, pelvic pain, personality disorder and swelling to be related to essure. The reporter commented: three months after insertion the patient had a control visit and everything was fine. Her symptoms started a couple of weeks later. Nine months after insertion hysterectomy and fallopian tubes removal were performed due to her symptoms. When she woke up after operation she felt she was herself again. Most of the symptoms disappeared after essure removal but for example celiac disease remains. Further information is not available, the reporter´s contact details not available. Batch and sample are not available. Diagnostic results (normal ranges are provided in parenthesis if available): microbiology test - in 2019: human herpes virus 2 test positive. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: consumer posted she also had skin cysts, poor immune system, and was diagnosed with human herpes virus 2 test positive (events added). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pain that she had to eat several pain killers daily/ strong pain that sometimes she thought she will die') and coeliac disease ('celiac disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2016, the patient experienced dermal cyst ("cysts on panty line / groin area started while having essure, come biweekly, come pops some not, urt so much"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong pain in lower back"), arthralgia ("strong pain in hip"), abdominal pain lower ("strong lower abdominal pain"), coeliac disease (seriousness criterion medically significant), gastrointestinal disorder ("abdominal problems"), abdominal distension ("explosiveness"), swelling ("heavy swelling"), personality disorder ("introvertness"), pain ("huges aches after removal for nearly 2 years") and immune system disorder ("poor immune system") and was found to have herpes simplex test positive ("got just now diagnosed hsv2 (herpes)"). The patient was treated with iron, zinc and surgery (hysterectomy and fallopian tubes removal). Essure was removed in 2016. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal pain lower, gastrointestinal disorder, abdominal distension, swelling, personality disorder and immune system disorder outcome was unknown, the dermal cyst and coeliac disease had not resolved and the pain had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, coeliac disease, dermal cyst, gastrointestinal disorder, herpes simplex test positive, immune system disorder, pain, pelvic pain, personality disorder and swelling to be related to essure. The reporter commented: three months after insertion the patient had a control visit and everything was fine. Her symptoms started a couple of weeks later. Nine months after insertion hysterectomy and fallopian tubes removal were performed due to her symptoms. When she woke up after operation she felt she was herself again. Most of the symptoms disappeared after essure removal but for example celiac disease remains. Further information is not available, the reporter´s contact details not available. Batch and sample are not available. Diagnostic results (normal ranges are provided in parenthesis if available): microbiology test - in 2019: human herpes virus 2 test positive. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on(B)(6)2020: consumer posted she also had skin cysts, poor immune system, and was diagnosed with human herpes virus 2 test positive (events added) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was reported by a consumer and describes the occurrence of pelvic pain ("strong pain that she had to eat several pain killers daily/ strong pain that sometimes she thought she will die") and coeliac disease ("celiac disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong pain in lower back"), arthralgia ("strong pain in hip"), abdominal pain lower ("strong lower abdominal pain"), coeliac disease (seriousness criterion medically significant), gastrointestinal disorder ("abdominal problems"), abdominal distension ("explosiveness"), swelling ("heavy swelling") and personality disorder ("introvert-ness"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed in 2016. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal pain lower, gastrointestinal disorder, abdominal distension, swelling and personality disorder outcome was unknown and the coeliac disease had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, coeliac disease, gastrointestinal disorder, pelvic pain, personality disorder and swelling to be related to essure. The reporter commented: three months after insertion the patient had a control visit and everything was fine. Her symptoms started a couple of weeks later. Nine months after insertion hysterectomy and fallopian tubes removal were performed due to her symptoms. When she woke up after operation she felt she was herself again. Most of the symptoms disappeared after essure removal but for example celiac disease remains. Further information is not available, the reporter´s contact details not available. Batch and sample are not available. Further company follow-up with the consumer is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.